Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-aug-28. It was reported that at a refill on (B)(6) 2019, the expected volume was 9.1ml and the actual volume was 18ml. On (B)(6) 2019, the expected volume was 8.3ml and the actual volume was 17ml. The cause of the volume discrepancies was not determined. The pump was explanted and replaced on (B)(6) 2019. The pump would be returned for analysis. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine at unknown concentrations and doses via an implantable infusion pump. It was reported that during refills there was more left in the pump than expected and her refill date kept being pushed out. She didn't know the volume information. She had discussed the issue with her doctor and she had her pump replaced on (B)(6) 2019. The patient also noted that starting around 8 months prior to the report date her bowel/bladder was going numb. "First bladder then bowel" so the patient determined that she would void prior to giving a bolus. She noted this was fixed with a dose adjustment in (B)(6). No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies and the device passed all laboratory testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the catheter (8781) was partially explanted during the pump revision and a new segment (8784) was attached. It was reported that the cause of the catheter revision was unknown. No further complications have been reported.